Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn1920 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter placement was conducted by the nurse combined with mst via ultrasound guidance on (B)(6) 2017. The catheter was placed in the patient¿s right upper limb with the puncture time of 2 and tube delivery of 1 with a distance from the armpit of 11 cm. The insertion length was 37 cm and the exposed part was 3 cm, with an arm circumference of 28.5 cm. The chest radiograph showed the position of the PICC tip to be in the superior vena cava; 3 ribs on the anterior rib and 2 cm below the carina. After the catheterization, the patient returned to the clinic for regular chemotherapy. During outpatient infusion of carboplatin & paclitaxel on (B)(6) 2018 the patient complained of pain at the puncture point and the infusion was stopped. The patient then received treatment at another center and during flushing of the catheter; it was found that there was effusion at the puncture point. The patient complained of pain. The catheter was withdrawn and there was breakage at the 34 cm mark. The catheter was trimmed to 33 cm and a new connector was re-connected. Topical medication to treat phlebitis was applied at the puncture point. The patient returned to the original center and continued the infusion of the remaining fluid. The catheter was withdrawn the same day after the infusion and local ice compress and sealing treatment were given. The puncture site developed redness on (B)(6) 2018 and the patient went to a third center for ¿external application¿, which continued for two days. Blisters were noted on (B)(6) 2018. The physician at that center recommended a visit to a fourth center to get silver ions, foam accessories, etc. For external application treatments. On (B)(6) 2018 the facility received a report which stated that the skin on the patient¿s lower arm, 5-10 cm was ulcerated, red, and swollen with high skin temperature, tenderness, and cellulitis.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was inconclusive since the damaged portion of the catheter was not returned for investigation. One 4fr s/l groshong PICC was returned for investigation. The product exhibited evidence of use. The stylet had been removed and the two-piece connector was attached and secured to the tubing. A yellow colored residue was observed on the connector. The catheter extended 32.5cm from the distal end of the blue strain relief sleeve. No damage was observed on the catheter. A functional test revealed that the catheter was patent to infusion. Pressurizing the catheter revealed no leaks in any part of the catheter. It was reported that the catheter was damaged at the 34cm depth mark, was subsequently trimmed, and a new connector was attached to the tubing. The exact cause of the reported event was unknown; however, since the damaged portion of the catheter had been cut away and was not returned for investigation, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebn1920 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter placement was conducted by the nurse combined with mst via ultrasound guidance on (B)(6) 2017. The catheter was placed in the patient¿s right upper limb with the puncture time of 2 and tube delivery of 1 with a distance from the armpit of 11 cm. The insertion length was 37 cm and the exposed part was 3 cm, with an arm circumference of 28.5 cm. The chest radiograph showed the position of the PICC tip to be in the superior vena cava; 3 ribs on the anterior rib and 2 cm below the carina. After the catheterization, the patient returned to the clinic for regular chemotherapy. During outpatient infusion of carboplatin & paclitaxel on (B)(6) 2018 the patient complained of pain at the puncture point and the infusion was stopped. The patient then received treatment at another center and during flushing of the catheter; it was found that there was effusion at the puncture point. The patient complained of pain. The catheter was withdrawn and there was breakage at the 34 cm mark. The catheter was trimmed to 33 cm and a new connector was re-connected. Topical medication to treat phlebitis was applied at the puncture point. The patient returned to the original center and continued the infusion of the remaining fluid. The catheter was withdrawn the same day after the infusion and local ice compress and sealing treatment were given. The puncture site developed redness on (B)(6) 2018 and the patient went to a third center for ¿external application¿, which continued for two days. Blisters were noted on (B)(6) 2018. The physician at that center recommended a visit to a fourth center to get silver ions, foam accessories, etc. For external application treatments. On (B)(6) 2018 the facility received a report which stated that the skin on the patient¿s lower arm, 5-10 cm was ulcerated, red, and swollen with high skin temperature, tenderness, and cellulitis.